Manufacturer narrative:
Investigation into this complaint included a service history review, a complaint history review, and a nonconformance/CAPA history review. The investigation is summarized as follows: a service history review showed there were no additional service tickets related to leakage from the lysis reservoir on alinity m system, sn(B)(6). The complaint history review found 18 complaint tickets related to leakage from the lysis reservoir on an alinity m system. All 18 related complaints were evaluated and categorized into 1 of 4 known sources of lysis reservoir leaks. The number of complaints attributed to each source was determined to be 8 or fewer complaints. The complaint ticket under review was reported on april 15, 2020. The instrument is not in use due to the customer's covid-19 activities. However, the system was checked on may 19, 2020 and no sign of leakage was observed. The nonconformance/CAPA search identified 4 records related to leakage from the lysis reservoir on an alinity m system. One record was a CAPA investigation related to leaks not contained within the alinity m instrument. The other three records were potential non-conformances assigned to suppliers for investigation; however, where corrective action have been assigned, these tie back to the above mentioned CAPA. Based on the results of the investigation, a product deficiency was not identified for the alinity m system (ln 08n53-02). The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended at this time. Design-related corrective actions are being evaluated to improve fluidic fittings and connectors. Also, an action will be taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. These actions will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2020 and november 15, 2020, respectively.

Manufacturer narrative:
Elevated complaint investigation has been initiated.

Event description:
Customer reported having seen leakage under the alinity m system, which was subsequently cleaned up. On (B)(6), during a follow-up there was no sign of leaking. There was no exposure or injury associated with this observation. The instrument is not in use due to the teams covid-19 activities. There was no patient involved as the leak was identified by the alinity m system user.